Event description:
It was reported that during the ptca procedure, the balloon catheter was inflated to 8 atm and when the pressure was increased to 12 atm, something seemed to be wrong. The device was removed and a pinhole rupture was observed. A dissection also occurred and was treated with a stent.